Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 23.4 mmol/l and 6.4 mmol/l; 15.2 mmol/l and 6.8 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.